Event description:
A non- healthcare professional reported that, during intraocular lens (iol) implant procedure, tech was loading lens and lens was partially inserted, then the physician decided to pull the lens out of the cartridge for examination and found lens had a kink in it. The procedure was completed on same day without any impact to the patient. Additional information has been requested.

Manufacturer narrative:
The lens was returned positioned incorrectly inside the lens case in the lens carton. Viscoelastic was dried on the lens. The lens did not have an observed kink, twist, or bend. One haptic distal anterior tip edge was broken. The optic edge was broken. The optic material of this broken area was not returned. The anterior optic surface was scratched near the broken area. The lens was cleaned with klrp for further evaluation. A dimensional inspection (plan view) was conducted for the non-damaged portions of lens. The lens was within the specification per the approved template. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were used. The root cause cannot be determined for the reported complaint of "lens had a kink in it". There was no "kink", twist, or bend observed to the returned product. Other lens damage was observed. The other lens damage may have been interpreted as the complaint. A dimensional inspection (plan view) was conducted for the non-damaged portions of lens. The lens was within the specification per the approved template. The instructions for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd) -filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The complaint was reported as "tech loading lens. It was partially injected, then physician decided to pull the lens out of the cartridge for examination. Lens had a kink in it." The questionnaire indicated "possible loading error¿. Company diopter lens was replaced with another company diopter lens. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).